Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 03/22/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual evaluation reveals the lens returned is a cut three piece lens (a pcb00 was reported as the product associated to the complaint); therefore, the product associated to the complaint does not match the reported issue. The reported issue was not verified. The complaint product was not returned. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 13.0 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2017. It was later explanted on (B)(6) 2017 because the lens made the patient too near sighted. There was no incision enlargement, but a suture was used. The replacement lens used was a different model. Reportedly, there was no patient injury. No additional information was provided.